Event description:
It is reported that the surgeon found a foreign substance appearing on x-ray, it is believed to be the c-clip from the rasp handle.

Manufacturer narrative:
Evaluation summary: no product was returned, however, photos of post-op x-rays and a close up photo of a rasp handle were provided. The photo of the rasp handle indicates that approx one fourth of the ring is fractured off, including one of the eyelets. A review of the x-rays indicated that the foreign material located in the pt could be a c-clip, however, this cannot be definitively determined given the resolution and possible distortion of the x-rays. With the geometry of the mating post, it would be very difficult for this failure to occur under normal usage and cleaning. The only reports of the c-clip fracturing or falling off these devices have come from the same surgeon, and hospital. Given the geometry of the mating post and this type of report being localized to one surgeon and hospital, it may be related to their usage and/or cleaning. Additionally, in order to harmonize this design with similar instruments, the c-clip was changed to a welded washer in 2007. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.